Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw. The wire remained in place at the base of the jaws. The jaws were not able to be completely closed as a result of the wire bend at the jaw. Based on the returned condition of the device the reported complaint was confirmed for "mechanical issue/jaws failed to close - bent heater wire". The confirmed failure mode has been investigated in the fir system. Based on the available information, it is not possible to determine if the device was used in accordance with the labeling in regards to the mechanical issue/heater wire detachment. However, the user is instructed in the "warnings and precautions" section, which instructs the user that when inserting or retracting the harvesting tool through the harvesting cannula, close the jaws and ensure the jaw tips are oriented upward (concave side up) to prevent damage to the jaws. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 with vasoshield pulled scope out and inserted back into tunnel. The cvam noticed a gap/space between the jaws. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - catsweb# (B)(4).